Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
Customer reported that she received the scroll wrap notice and stated that she caught the issue 2 times and she suspended the insulin pump. Customer was instructed to fill out the form on the website to replace the insulin pump. Blood glucose value is 106 mg/dl. Nothing further reported.